Manufacturer narrative:
Additional information: physician confirmed that no portion of the stent broke off; a portion of the delivery catheter broke off. The snare retrieved the broken portion of the catheter. The physician is satisfied with the stent in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the protégé everflex was returned for evaluation. The device was inspected and the deployment system was in a post-deployment state. The deployment grips were pulled together with the safety lock loose. The distal tip and clear inner of the catheter with the retainer was fractured off from the rest of the deployment system. The tip and the inner assembly of the catheter was inspected. The retainer was present on the inner tubing. The inner tubing was fractured approximately 17.5cm from the distal tip, between the proximal end of the retainer bonding and the nylon spline segment. The fracture was radial, and the fracture face was ductile. Narrowing of the tubing was observed at the proximal end which may indicate stretching. The evidence indicates the catheter was attempted to be removed under resistance which led to a fracture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a protégé everflex with a spider embolic protection device to treat a calcified cto in the distal superficial femoral artery. There device was prepped with no issues identified. There was no damage to the packaging. Pre-dilation was performed with a evercross device. No resistance was encountered when advancing the device and it did not pass through a previously deployed stent. It was reported that the stent deployed as expected but when the physician went back in with another stent it was noticed that the distal portion of the first stent had broken off and was floating in the popliteal. A snare was used to remove the segment of the broken stent. No injury was reported.